Event description:
It was reported that a cgm error occurred with the sensor. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, resulting in successful resolution of the issue, and the sensor session was started correctly without further errors.